Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).

Event description:
Treatment of a large unruptured saccular aneurysm measuring 14mm x 8.3mm located in the cavernous segment of the right ica (internal carotid artery). Dual anti-platelet therapy was given to the patient. On (B)(6) 2013, the patient underwent pipeline embolization treatment. During the procedure, the first pipeline (4.75mm x 14mm) could not be released from the capture coil. It was removed from the patient. The second pipeline (4.75mm x 14mm) was deployed, but it did not open distally. Advanced manipulation techniques were attempted without success. Balloon angioplasty (an option presented in the instructions for use, u.s.) Was performed and the distal end fully opposed the vessel wall. Post angiography showed slow flow into the aneurysm. No patient injury was reported as a result of the procedure. Same event as MDR# 2029214-2014-00001.

Manufacturer narrative:
(B)(4).